Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope balloon snapped off and was successfully removed. The device was inspected prior to use. The issue was found at the end of a diagnostic endobronchial ultrasound procedure. Another endobronchial ultrasound device was used to complete the procedure. No other devices were replaced during the procedure. There was a minimal delay of less than two minutes required to switch to another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the probe unit tip was broken. Two broken elements on the image. The scope connector was marked by the user. The scope connector was dry. The device had low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the balloon snapping off could not be determined. Olympus will continue to monitor field performance for this device.